Event description:
The MFR received info alleging a bipap vision fell off of its stand while being transported. The therapist caught the device and injured her arm. The device was not in pt use at the time of the event. The therapist was pushing the device to a new location when it toppled over and she attempted to catch it. The therapist was taken to the emergency room where no medical intervention was required. The therapist has reportedly missed several days of work following the event.